Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation with a black screen and remote manager made short beeps every 10 seconds. A field service engineer (fse) through the process of elimination, identified faulty drawer 7 controller boards preventing the station from booting. Both drawer boards 7.1 and 7.2 were tested and found defective. Additionally, a damaged gray ribbon cable behind the auxiliary drawer 7 was discovered. The fse replaced the drawer controllers 7-1 and 7-2 and the bus cable on drawer 7 auxiliary, then ran acceptance tests on drawers 7.1 and 7.2. The medstation powered on successfully with no error or alert icons on the screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.